Event description:
It has been reported to philips that the unit would not turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not turn on. Fse performed troubleshooting and found that the issue is related to pdu control module and pdu fantray. Fse confirm the malfunctioning with m-cabinet. Fse ordered a new pdu control module and pdu fantray and replaced with defected one. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.